Event description:
It was reported that urine would stop draining into the leg bag after the leg bag was half-way filled with urine. No medical intervention was reported.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿directions for use: 1. Separate notches within circles. Pull straps through holes and around leg. 2. Position bag on leg with flutter valve at top. 3. Attach catheter or extension tubing* to top inlet. When wearing bag below knee, attach bard extension tubing* (catalog no. 150615 or 4a4194). 4. To empty dispoz-a-bag, push green lever on flip-flo valve out and down. Important: be sure to reclose flip-flo valve after emptying bag. 5. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable, local, state and federal laws and regulations."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.the device was not returned.

Event description:
It was reported that urine would stop draining into the leg bag after the leg bag was half-way filled with urine. No medical intervention was reported.